Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows moderate wear and a detached electrode. The electrode base plate is bent. The insulation on the shaft is in its original condition. The wand was connected to a compatible quantum 2 controller and activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. The complaint was verified and the root cause is determined due to a manufacturing process error as the reported event indicates the metal piece on the front end fell off.

Event description:
It was reported that during a shoulder cuff repair surgery, the metal piece on the front fell off. It is unknown if there was a delay or back-up available. No patient injuries reported.